Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy there was a "leak in iabp system" alarm noted. After several days of therapy, blood was visible in the balloon catheter. Catheter was removed. Another catheter was attempted to be insert but blood came back which was possibly channeling. The iab pump is intact. A third catheter was inserted successfully. This submission is for the 1st iab used. There was no reported injury to the patient.

Event description:
It was reported that during intra-aortic balloon (iab) therapy there was a "leak in iabp system" alarm noted. After several days of therapy, blood was visible in the balloon catheter. Catheter was removed. Another catheter was attempted to be insert but blood came back which was possibly channeling. The iab pump is intact. A third catheter was inserted successfully. This submission is for the 1st iab used. There was no reported injury to the patient.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy there was a "leak in iabp system" alarm noted. After several days of therapy, blood was visible in the balloon catheter. Catheter was removed. Another catheter was attempted to be insert but blood came back which was possibly channeling. The iab pump is intact. A third catheter was inserted successfully. This submission is for the 1st iab used. There was no reported injury to the patient.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter. The extender tubing was also returned. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal, extender tubing was performed and one leak was detected on the membrane approximately 2.8cm from the rear seal measuring 0.152m in length. The reported problems was most likely triggered by a leak which was found on the membrane. Under magnification, a whitish patch was observed around the leak. This whitish patch is the typical appearance of an abrasion mark which is caused by calcified plaque in the aorta. The evaluation confirmed the reported problem. An abrasion leak is a known inherent risk and common failure mode caused by calcified plaque in the aorta. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. Complaint # (B)(4), record # (B)(4).